Manufacturer narrative:
This report is submitted on october 9, 2023.

Event description:
Per the clinic, the patient experienced tinnitus, dizziness and poor speech perception with the internal device. Troubleshooting at the clinic did not resolve the issue and the clinic requested a cochlear specialist to verify the device function. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.